Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ongoing low flows. Log files were sent for review. The log file captured several low flow events on 11nov2025. These occurred at times when pulsatility index (pi) was elevated. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump was exchanged due to a suspected pump thrombus. Once explanted, there was no visual thrombus identified in the pump. At time of explant, a large left ventricular thrombus was removed. Left atrial appendage (laa) was assessed and there was no indication of laa thrombus identified. Laa was ligated.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported event. The reported left ventricular thrombus could not be confirmed through this evaluation, and a direct correlation between (B)(6) and the reported events could not be conclusively established. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 10.0¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with approximately 0.5" of the outflow graft bend relief properly engaged to the graft hardware. The remainder of the bend relief was returned detached from the pump. The apical cuff was not returned. The cuff lock appeared unremarkable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file captured intermittent low flow alarms on 11nov2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The left ventricular assist device (lvad) log files retrieved from the returned device captured the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism (venous and arterial non-central nervous system) and device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.